Event description:
Reported via patient call center. It was reported that incomplete closure and device shift occurred. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx closure device with delivery system (wds) was used, and the closure device was implanted after meeting release criteria, with no leaks noted and an acceptable shoulder. At the 45-day routine follow up, transesophageal echocardiogram (tee) was performed and showed the closure device had shifted some, but it was noted to not have been imaged well. At the routine six (6) month follow up, tee was performed and was unremarkable. 190 days post index procedure, a computed tomography (CT) scan was performed as needed prior to a scheduled ablation procedure and revealed a 6-7mm gap around the closure device and the device had shifted causing one side to be exposed. The physician prescribed eliquis medication in response to the event and no further interventions are planned or were performed.